Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-pacemaker dependent patient presented in clinic for follow-up. Upon review, the patient's right ventricular lead exhibited a loss of capture. A chest x-ray was performed which showed that the patient's right ventricular lead has dislodged. The patient noted that they may have overdone it while picking things up from the floor. The patient did not experience any symptoms. The patient's lead was removed and replaced. The patient was stable.